Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not deliver volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was inspected by our field service engineer following a report of unreliable volume delivery. During testing with a test lung, the issue was confirmed. It was found that the pressure transducer pc boards were damaged, which resulted in failure to deliver the set tidal volumes. The damaged pc boards were replaced, and the ventilator was returned to the user in proper working condition. The replaced parts were not returned for further investigation. The root cause of the event was identified as the damaged pressure transducer pc boards. While the exact cause of the damage could not be determined, it is clear that the boards could not have failed on their own.

Event description:
Manufacturer's ref #: (B)(4).